Manufacturer narrative:
Per -(B)(4) final report additional information, including the explanted devices, post primary and pre revision x-rays, operative notes, patient age and activity level, patient medical history and a detailed patient outcome was requested in order to progress with the investigation of this event, however, this information was not available and thus the investigation was very limited. The appropriate device details were provided and the relevant device manufacturing records have been identified and reviewed. All finished parts associated with these records conformed to material and dimensional specification at the time of manufacture. Based on the information provided, no further investigation can be conducted and the root cause of the reported pain could not be identified. Therefore, this case is now considered closed, however, should any additional information be provided then this case may be re-opened for further investigation.

Event description:
Cormet revision after approximately 1 year due to pain.

Manufacturer narrative:
Per -(B)(4) initial report. Additional information, including the explanted devices, post primary and pre revision x-rays, operative notes, patient age and activity level, patient medical history, the lot code of the cormet cup and a detailed patient outcome has been requested in order to progress with this investigation, and if received, will be provided in a supplemental report upon completion of the investigation. Upon receipt of the appropriate device details, the relevant device manufacturing records will be identified and reviewed.

Event description:
Cormet revision after approximately 1 year due to pain.